Manufacturer narrative:
This event occurred in (B)(6). The field service engineer changed the pinch valve tubing for the measuring channel affected. He opened the valves but could not find any visible problems. He performed an instrument check with passing results. Customer ran a sample comparison with another analyzer that had acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned elecsys tsh assay, elecsys total psa immunoassay, elecsys free psa immunoassay, and elecsys ft4 iii assay results performed on the cobas 8000 e 801 module. Customer provided questioned data for five patients. Patient¿s 1 initial tsh result was 0.0891 mu/I. Patient¿s 2 initial tpsa result was 0.0060 ug/l. Patient¿s 3 initial fpsa result was 0.911 ug/l. Patient 4 and patient 5 had an initial ft4 result higher than the assay's technical limit with an associated data flag. The initial results were reported to their laboratory information system, but it is unknown if the results were reported outside the laboratory. The customer repeated the patients on another analyzer. Patient's 1 repeat tsh result was 3.27 mu/I. Patient's 2 repeat tpsa result was 0.462 ug/l. Patient's 3 repeat fpsa result was 1.50 ug/l. Patient's 4 repeat ft4 result was 19.5 pmol/l. Patient's 5 repeat ft4 result was 13.8 pmol/l. The customer determined the repeat results were correct. The tsh reagent lot number used for testing was 440704 with expiration date of 30-mar-2021. The tpsa reagent lot number used for testing was 409520 with expiration date of 29-sep-2020. The fpsa reagent lot number used for testing was 415026 with an expiration date of 30-oct-2020. The ft4 reagent lot number used for testing was 432844 with an expiration date of 29-sep-2020.